Event description:
The customer reported that the viewing screen was blank with diagonal lines. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The workstation pcb's were reseated during the service call. The system was tested and found to be working as intended and put back into service.